Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 as reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure at the first stop. Hemostasis was achieved by manual compression for exactly 30 minutes. There was no reported patient injury. The mynx vcd was prepped according to IFU instructions. The deployer was mynx certified. The target lesion was below the knee (btk) with little calcification, tortuosity and angulation. A 6f non cordis sheath introducer was used with the mynx vcd. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no prior pta, stent, or vascular grafts in the common femoral artery or vein. There was no presence of pvd/calcium in the vicinity of the puncture site. The stick location was right above the femoral head and had no tortuosity. There was no visible damage to the distal end of the sheath after removal. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1922603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure at the first stop. Hemostasis was achieved by manual compression for exactly 30 minutes. There was no reported patient injury. The mynx vcd prepped according to IFU instructions. The deployer is mynx certified. The target lesion was below the knee (btk) with little calcification, tortuosity and angulation. A 6f non cordis sheath introducer was used with the mynx vcd. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no prior pta, stent, or vascular grafts in the common femoral artery or vein.there was no presence of pvd/calcium in the vicinity of the puncture site.the stick location was right above the femoral head and had no tortuosity. There was no visible damage to the distal end of the sheath after removal. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx event.